Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump was cancelling boluses without user input. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/03/2014 with the following findings: a review of the black box showed a timeout warning on 12/29/2013 leading to cancel a bolus after delivery of 1.75u out of 6.75u of insulin. The pump powered on and displayed the verify screen. The pump performed the ¿ez-prime¿ steps successfully and was exercised for 24 hour with no delivery interruption occurred during the duration test. During testing, boluses were performed and were correctly recorded in the history. The keypad was found to be intact; the keypad buttons responded appropriately with no hyper-sensitive keys. The history settings issue was not duplicated during the investigation. Unrelated to the complaint, evaluation revealed a dim discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.